Event description:
A physician reported that on 5 march 1999, while treating a patient, the collagen material leaked around the hub of the needle and splattered on the patient. The physician was using the "adg" needle. There was no separation of the needle from the syringe or splattering of the material on the staff. There was no injury to the patient or medical staff, and no medical or surgical intervention was required.